Event description:
Detachable embolization coil was pushed through a catheter and did not deploy properly. Coil removed from patient via catheter. Coil retrieved and kept. Vendor notified. No harm to patient.